Event description:
(B)(4). Event occurred in germany. It was reported that patient faced an event of insulin flow blocked on (B)(6) 2025. Blockage was located in the tubing. No further information was available.

Manufacturer narrative:
E1: (B)(6).